Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No image was due to a printed circuit board failure. Additionally, the video cable connector (upos19exrc) is faulty and cannot hold the scope firmly and some horizontal stripes occasionally appear on the image. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera elite video system center had no image/picture when the camera is connected during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 and h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image when connecting to a camera head may have occurred due to a failure of the receptacle substrates. The cause of the faulty receptacle could not be identified. It was also found that failure to receive a video module resulted in a loose connection of the scope and a horizontal striping of images occurred due to failure of the receptacle board as a result of the cause of the separation. The cause of the faulty receptacle board could not be identified. Olympus will continue to monitor field performance for this device.